Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (implant, tapered screw-vent, 4.1mm collar, sbm, 10 mm l) for evaluation. Visual evaluation was performed, fracture identified at the collar of the implant. DHR review was completed for the subject lot number 63826922. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63826922 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. A malfunction was detected during inspection, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report. It was reported that 3 implants were placed at tooth sites 36/37. After 2 years, screw fractured inside the implant at 36 and had to be removed, and implants at tooth site 37 fractured at the collar of the implant. Peri-implantitis was also reported. Pain, abscess and inflammation were reported as a result of the event.

Event description:
(B)(6) 2024. Update: implant on 36 removed due to fracture of the screw, implant on the middle removed due to fracture and implant on mesial removed due to peri implantitis.niglesias it was reported that 3 implants were placed at tooth sites 36/37. After 2 years, screw fractured inside the implant at 36 and had to be removed, and implants at tooth site 37 fractured at the collar of the implant. Peri-impantitis was also reported. Pain, abscess and inflammation were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: unknown zimmer screw, lot number: unknown; tsvm4b8, imp,tsv,mcol mg,4.1mm,8mm, 64020805